Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure with a prostyle device after a procedure. Reportedly, upon removing the plunger, the sutures were loose [not attached], making it impossible to complete the closure. A new prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The device did not experience a failure to cycle. It appears only the link was loose which generally occurs when the foot is opened. It is likely then the foot was opened inadvertently; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.